Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. It was noted that there was a cyst behind the lesion and when air was released, it was punctured causing a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient had an overnight hospital stay. The patient was ultimately discharged. The surgeon/customer does not believe an ion product caused or contributed to the pneumothorax. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has reached out to the customer to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 01-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized overnight. The procedure was completed, and the patient has been discharged. Although the surgeon/customer does not believe an ion product caused or contributed to the pneumothorax, the cause of the complication is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.